Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it be in good condition, but noted to have a scratched screen. The device was started in application, no problems found with beeping. The reported customer complaint was unable to be confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beep no cassette while testing. No patient was involved in this event. No adverse effects were reported.